Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose levels and the insulin delivery was suspended. The customer also received change sensor alert, calibration not accepted alert and requested assistance to change the simplera sensor. Customer reported blood glucose was 178 mg/dl and sensor glucose value was 70 mg/dl at the time of incident. The customer reported no adverse event. The event involved product(s) mmt-5120ma, mmt-1884, mmt-5120ma. Troubleshooting was performed. Customer reported low limit in the sensor setting was 70 mg/dl. The difference between sensor glucose and blood glucose values was not within the acceptable limit. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-5120ma. Mmt-5120ma was requested and customer response was the device will be returned.